Event description:
It was reported that the customer passed away in hospice. The cause of death was kidney failure. The caller stated that the customer completed the training for the 530g insulin pump but never used the device because he did not feel comfortable enough; he wanted additional training. He was managing his diabetes with manual injections. The onset of kidney failure was approximately one year prior to passing. The customer's blood glucose at the time of death is unknown. The customer never used sensors. The caller stated that she will not return the insulin pump for analysis because the device was never used by the customer. No further information is available at this time.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore, consider this report complete to the best of our knowledge.